Manufacturer narrative:
The impella cp was returned and no biomaterial could be seen. The pump was run at multiple different p-levels and ran within specification and without alarming. The root cause of the high motor current was most likely ingested biomaterial due to the reported high motor current and the patient not being properly heparinized. The biomaterial was likely removed from the pump during explant or prior to being shipped back to abiomed for review as the pump operated within specification. No data logs were returned for this investigation. This report is being filed as part of a retrospective review of historical records. D9: device available for evaluation? Corrected to yes. Device returned to manufacturer checked, and date device returned to manufacturer added.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella device for mechanical circulatory support. The complainant reported elevated motor current during use of the device. The pump was removed and replaced with no adverse impact to the patient.